Manufacturer narrative:
According to the customer, she has a bronchial issue and required the nebulizer to be used everyday, twice a day for her medication. The nebulizer stopped working. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the customer, she has a bronchial issue and required the nebulizer to be used everyday, twice a day for her medication. The nebulizer stopped working.